Manufacturer narrative:
Medtronic received the following information from the journal article entitled; three-dimensional printing to guide the application of modified pre-fenestrated stent grafts to treat aortic arch disease yuanhao tong, yi qin, tong yu, min zhou, chen liu, changjian liu, xiaoqiang lia and zhao liu annals of vascular surgery 2020 https://doi.org/10.1016/j.avsg.2019.12.030. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-fenestrated physician modified medtronic stent grafts and non-mdt stent grafts were implanted in patients for thoracic endovascular repair . The following events were reported: distortion of a stent during the procedure treated with chimney stent and in-situ fenestration. There were no device or procedure related events reported after the implantation of the stent grafts. One endoleak was observed post the index procedure but was deemed related to the implantation of a non-mdt bare stent in the innominate artery.